Manufacturer narrative:
Received one device. The customer reported issue was unable to be confirmed or duplicated during repair activities. The cause of the reported issue was unable to be determined or verified through evidence and test methods available. Preventive service was performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that the pump switches off when entering data on the display and when using the key to open the reservoir housing. The event took place during infusion, there was patient involvement, however, there was no harm/adverse event reported.